Event description:
The event occurred at a (B)(6) hospital on an unspecified date (around the approximate timeframe of (B)(6) 2021) and involved a spinning spiros® closed male luer, red cap. The customer reported that the spinning spiros became disconnected from a patient causing a chemotherapy leak/spill and the device was also was involved in blood loss on a patient. There was patient involvement and no adverse event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A review of the device history record (DHR) was not conducted because no lot number was identified.